Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient (pt) could not get their implantable neurostimulator (ins) to recharge. Pt said all of the coupling boxes were black however, after trying to charge for 5 hours yesterday and an hour today, the ins was not increasing past about 1/3 charge. Pt said it had been an on going issue since 2021 that the ins was taking longer and longer to recharge. Pt inspected the recharger (insr) antenna and did not notice any damage. A replacement device was sent out to the patient. No symptoms were reported. The reason for call was it had been taking 3-5 hours to be able to start charging the ins. Pt said it had been going on for months, about 1.5 year, pt did not provide month and year, and pt called about it before. Pt said this is their 3rd call. See rtg0332320; rtg0270063. Pt received a recharger antenna last time and it did not resolve the issue. Pt said they got all 8 coupling bars. Pt said their concern was not the charging duration but how long it took 'to initiate the charge' for the lightning bolt to appear. One night it took 7 hrs before the lightning bolt appeared. Pt used the recharger on the call. Pt connected right away and got all coupling bars. Ins was flashing 1/4. Ins icon had no lightning bolt. When pt pressed the ins on button the recharger showed a message to recharge the ins. Reviewed pt needed to charge ins before turning the ins on. Pt mentioned it had been over 2 weeks since pt was able to charge last. I suspect pt might be confused about 'lightning bolt' vs 'charging'. Reviewed info. Recommended charging more frequently so that ins does not go empty. Pt said they charged over night and the lightning blot would not come on. Pt also asked if ins is turned on when pt was not connected to recharger and got a buzzing sensation going down the leg. Reviewed. Redirected to hcp if pt had a charging concern. Pt sees nurse practitioner (B)(6) but np only handles their medications. Pt said they were going to call dr.(B)(6) who they used to go to. Pt also asked what year they were implanted. Reviewed.

Manufacturer narrative:
Concomitant medical products: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.